Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that their medical records indicated they had a ¿frayed wire¿. The patient suspected the frayed wire was related to the intermittent pain felt at their implant site. The patient reported that results from their last system check were normal. Follow-up attempts with the patient¿s physician yielded no further information. The patient¿s right ventricular (rv) and right atrial (ra) lead remain in use. No patient complications have been reported as a result of this event.